Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer declined to test blood glucose level and stated she was "fine". The customer was able to load a new cartridge successfully and resume insulin delivery.